Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference #: (B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The concomitant covidien e6008 footswitch was not returned for evaluation.

Event description:
The customer reported that during an ob/gyn procedure, a covidien e2516hs pencil was set aside not in use, when the covidien forcetriad generator self-activated. There was no report of patient or staff injuries. The pencil was connected to the unit's mono1 port with settings set at 35 cut/35 coag. An e6008 footswitch was connected to the unit but placed on top and not in use during the procedure. The generator was replaced to complete the procedure. The e2516hs was discarded. The unit was tested by the site's biomed for two days and was found to function normally and within specifications. The unit was placed back into service.